Event description:
It was reported that the ventilator did not pass the pressure transducer test & the internal leakage test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
(B)(6) 2017 10:20 am (gmt-4:00) added by (B)(6). The investigation of the returned inspiratory pressure transducer printed circuit board (pcb) has been completed. No defects were found by visual inspection. The device logs indicated that pressure transducer pcb was improperly seated, causing a bad connection to the rest of the system. The pressure transducer pcb was mounted in a reference ventilator for simulated use testing. The reported issue was reproduced when the pressure transducer pcb was improperly seated. When it was mounted correctly pre-use check passed. The most probable root cause for the reported issue is determined to be a improperly seated pressure transducer pcb. How it became displaced has not been determined. If the pressure transducer pcb is improperly seated it can lead to stop of ventilation, high airway pressure or low oxygen delivery. This will be detected during pre-use check and ventilation by generated alarms. Evaluation of logs shows that the issue first occurred on (B)(6) 2017, date of event is update accordingly.

Event description:
Manufacturer ref: (B)(4).